Event description:
Event description boston scientific received information that this atrial lead was exhibiting impedance measurements greater than 2500 ohms. Additionally, the patient had experienced some atrial tachy responses (atrs)and some atrial noise was noted.